Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high capture thresholds, high pacing impedance and fracture on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. There were no patient consequences.